Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned resolution clip device found that the clip assembly was fully deployed and jammed onto the bushing. The prongs were not locked into the capsule and the over sheath assembly was not returned with the device. A kink was noticed in the control wire. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during polyp enucleation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip could not be opened. The procedure was completed with another resolution clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip assembly jammed onto bushing; therefore, this is now an MDR reportable event.